Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube 24.4 cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 3.9 cm proximal and 3.7 cm distal to the detachment site. A kink was also evident on the hypotube immediately distal to the strain relief. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a moderate tortuosity, severely calcified lesion in the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported the device detached. Cracked or fractured during advancement through the guide catheter. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.